Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The batteries and power conversion were replaced and the issue was resolved.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the demo system's batteries were completely drained. System was charging for approximately an hour and user was unable to get the system into lift-n-shift to remove from crate. Battery is blinking red. No patient present.

Manufacturer narrative:
The power converter was returned to the manufacturer for analysis. Analysis found that the power converter failed a bench test. Transistors q28, q1, and q14 had shorted. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The battery trays for the imaging system was returned to the manufacturer for evaluation. Testing found that 7 of the trays did not pass bench testing as the voltages were lower than intended values. Additional batteries for the imaging system were returned to the manufacturer for evaluation. Testing found that the one tray voltage was below intended values.